Event description:
During product servicing by a service technician, a flogard infusion pump was found to have damaged door. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). A review of the alarm log did not find anything related to the reported issue. Visual inspection was performed and found the door to be damaged. The device was unable to complete functional tests as it was inoperable. The cause of the reported issue was determined to be mishandling of the device. To correct the condition, the pump head door assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.